Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer states when he turns the joystick on the chair jerks forward and then stops.